Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and adhered to the lens by solution. The lens has been crushed on two posts in the lens case by being placed incorrectly for return. Large pieces are broken off of the optic. Several cracks and areas that are torn and split are observed. The cartridge was not returned for evaluation. A dimensional inspection could not be performed due to extensive damage to the lens. The customer indicated the use of a qualified company cartridge, company handpiece and viscoelastic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, an iol became stuck in the cartridge. There was patient contact with the device and the procedure was completed the same day. Additional information was requested.